Event description:
It was reported that during an implantable cardiac defibrillator (ICD) implant attempt, the physician was unable to fully insert the atrial lead and could not tighten the setscrews for the atrial and right ventricular (rv) leads. The ICD was not used and replaced. Both the atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.